Event description:
The customer reported to olympus, the fiberscope the outer part of the scope appeared to be broken at the joint and there were bubbles found during the leakage test. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the bending rubber was broken and the metal was sticking out. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The bending section cover, biopsy channel, and eyepiece unit were leaking. Evaluation found the following: the grip unit was broken, the bending section tube was deformed, and the image guide bundle had fiber breakings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported damaged bending section and rubber could not be determined however, the damage was likely the result of user handling/mishandling. The event may be detected/prevented by following the instructions for use which states: chapter 3 preparation and inspection 3.3 inspection of the endoscope_ inspection of the bending mechanisms instruction manual urf-p6/p6r operation manual important information ¿ please read before use_ warnings and cautions :do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, or control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or light guide cable with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - chapter 4 operation 4.1 precautions :do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. :do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. Olympus will continue to monitor field performance for this device.